Event description:
Pt reported obtaining back to back blood glucose results of 594 mg/dl, 396 mg/dl, and 234 mg/dl, while using the suspect device. Pt indicated that, based on the value of 234 mg/dl, he delivered 4 units of regular insulin. Approx 4 hours later, pt retested blood glucose and obtained a result of 88 mg/dl. Pt stated that, at the time the result was obtained, he was feeling as if blood glucose was low. Pt self-treated by drinking orange juice. No pt injury was reported. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.